Event description:
During a call to technical support, a patient reported that he had been diagnosed with peritonitis. A follow up call to patient's pd nurse, confirmed, the patient was being treated for peritonitis. The pd nurse stated that it was believed it was due to touch contamination.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, peritonitis is a known complication of peritoneal dialysis, caused by a break in sterile field or aseptic technique. This patient's call for technical support was due to poor draining times; at the time of the call, he reported being treated for an existing peritonitis. There are no reports of device malfunction, cassette leaks, or tubing problems prior to this call. Peritonitis may cause fibrin formation which occludes flow in the tubing. This case of peritonitis is not due to device malfunction, or disposable (cassette or tubing) problems.